Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1834002 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) could not pass the tortuous lesion over the placed sheath. There was no patient injury reported. The lesion was the femoral artery. The deployer was mynx certified. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. A non-cordis sheath was used for the procedure. The stick location was the femoral artery. Hemostasis was achieved with manual compression for less than thirty minutes. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The sheath was not kinked/bent upon removal. There was an atraumatic bent in the distal end of the balloon shaft after removal. There was no excess force applied during insertion. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) could not pass the tortuous lesion over the placed sheath. There was no patient injury reported. The lesion was the femoral artery. The deployer was mynx certified. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. A non-cordis sheath was used for the procedure. The stick location was the femoral artery. Hemostasis was achieved with manual compression for less than thirty minutes. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The sheath was not kinked/bent upon removal. There was an atraumatic bent in the distal end of the balloon shaft after removal. There was no excess force applied during insertion. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issue was noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, access site vessel characteristics (could not pass the tortuous lesion over the placed sheath) and/or handling factors may have contributed to the issue experienced since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.